Event description:
During a stapled hemorrhoidepexy procedure, the device jammed. The same device was tried again, and it still jammed. The knife blade had cut a little bit of the mucosa, but the surgeon had to do another purse string. Another like device was used to complete the case. There were no adverse consequences to the patient.